Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was explanted due to externalized conductors. No patient symptoms were reported. The patient will continue to be monitored.